Event description:
The customer reported, the system does not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor, I/o board, and the back plane. System operates as intended. (B)(4).